Event description:
Patient contacted dexcom technical support on (B)(6)2015 to report an intermittent out of range that occurred on (B)(6)2015. Patient reset the device and the issue was not resolved. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of evaluation.

Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of an intermittent out of range signal could not be confirmed.